Event description:
According to the reporter, during a caesarean section, at wound closure or surgical incision closure, the needle detached on fifteen sutures. A new suture was used without any problems. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.